Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had foreign material. In addition to the reportable malfunction, the following were noted: due to deformation of the right/left and upward/downward angulation control knobs, water tightness was lost; due to deformation of the angle shaft, the neutral position of the angle knob was out of the specified position; the suction cylinder had discoloration; the label on the suction connector was damaged; the plastic distal end cover, objective lens, and light guide lens had a crack; due to a crack on the objective lens, the image had partially dark area and a foggy image. Additionally, the following components had a scratch: the protector of the universal cord on the control section side, the universal cord, the grip, the control unit, the scope cover, the flexibility adjustment ring, and the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope insertion tube distal end was damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the insertion section could not be identified. However, it¿s likely the cause is related to insufficient reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.